Manufacturer narrative:
(B)(4). This complaint is related to MDR #1828100-2016-00092 (the unit was later found to be not making ice). The reported complaint was confirmed. The fsr tested the cooler heater unit in rewarm mode and found water flow over the cold plate. The fsr ordered a soleniod valve (v1), returned to replace v1 and the cooler heater unit warms normally and operates in all modes. The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4) the field service representative (fsr) went out to repair the device and returned the suspect valve. Evaluation is in progress, but not yet concluded,

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cooler heater unit was not warming, the director of perfusion services did not provide specifics. There were no leaks observed with the unit. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.